Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited signs of cross-talk oversensing, with atrial paced beats being followed by ventricular sensed beats falling the ventricular blanking period, followed by ventricular paced beats that show capture. Technical services (ts) was contacted by the health care professional (hcp) to discuss this. The hcp also noted examples of ventricular paced events on t-waves that appeared to initiate ventricular arrhythmias. The device and leads remain in service. No adverse patient effects were reported.